Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that following an intraocular lens (iol) implant procedure, the patient experienced an unexpected outcome. Additional information received and stated that patient had debilitating glare at night and was unable to drive. Consumer had post operative complications after explant, yttrium aluminum garnet (yag) laser performed to try to eliminate glare with no resolution. Patient ended up with removal of lens and post operative cystoid macular edema (cme). Cme has since resolved